Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the malfunction. The gui printed circuit board (pcb) was replaced and the backlight inverter (bli) pcb was upgraded. The ventilator passed all the required testing.

Event description:
It was reported that the ventilator graphical user interface (gui) display was inoperable. It is unknown if there was a patient connected to the ventilator at the time of the event.